Manufacturer narrative:
Additional information was received on 5-jun-2024. The patient had a medical history of hypertension. Correction: patient body mass index was 19.1 kg/m, hypertension was categorized as severe and serious categorized by serious deterioration in the health of the subject as defined by prolonged hospitalization ((B)(6) 2024) was omitted in error from the initial report. The cardiac arrest was not device or procedure related, therefore it was not coded on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 9-apr-2024, bwi received additional information indicating that the patient passed away from cardiac arrest. As the patient died over two months after the procedure, their death was determined to not be related to the procedure or devices. The death will not be coded on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31186131m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi-sponsored study, a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient experienced hypotension after ablation. It was determined that the event was more likely related to the procedure itself rather than the devices used. The adverse event was considered expected/anticipated given the situation. Intervention was medication and transthoracic echocardiogram and rx thorax. The patient's issue was resolved and they recovered. The event is being captured conservatively under the ablation catheter as it is categorized as a serious injury. However, the cause of the hypotension is unknown.